Event description:
The pt with this pacemaker died. It was reported that the pt was asystolic and no pacemaker spikes were observed. It was also noted the this pt was previously diagnosed with congestive heart failure.